Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. Visual analysis was performed only.

Event description:
The lead was returned to the manufacturer after being explanted post mortem. The lead subsequently tested out of specification. The cause of death has been requested and not received.